Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an esophagectomy, the device became locked on tissue and was cut off in order to remove it. The surgeon opened another device and completed the procedure with no further difficulties. The pt is reported as doing okay.